Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter us a continu-flo soln. Set, 3 luer activated valves, in which a simultaneous flow was detected when used on an unspecified minibag. The customer stated patient involvement is unknown at this time and that no injury or adverse event is reported. No sample or additional information is available.